Event description:
After proper identification, patient was brought to the operating room and placed on the table in supine position. General anesthesia was given, insertion of swan-ganz catheter and chest, abdomen and legs were prepped and draped in sterile fashion. During the procedure for the aortic valve, cor-knot was used to tie all the sutures. However, the cor-knot did not complete firing. The device was exchanged for another similar device and the operation was completed without any further incidence. No patient harm.